Event description:
Per the clinic. The patient experienced tension headaches and chronic pain at the implant sitesince initial implantation surgery (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.